Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had loctite failure on the lever assembly. Loctite failure can cause the slider pin to become loose. This can prevent the pin from holding the safety in the correct position and will allow the handswitch to slide, causing the drill to run in safe mode.

Event description:
It was reported that the handswitch of the maestro drill with handswitch moved out of place causing the device to run in safe mode during service evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.